Manufacturer narrative:
Manufacturer's preliminary analysis: based on the information available, this case describes needle breaking into a young patient's mouth with suspected device henry schein premium needle 27ga long. It was reported that the patient went to another doctor to get it removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered in this case. Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: following the received information's, the investigation is being difficult to be done since no available batch number and defective samples. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, as no quality investigation has been performed, no root cause could be determined for this incident. Use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Results of the risk assessment: this hazardous situation "cannula breakage during use" is included in the table of risks. This risk may be due to: -excessive pressure or needle movement when injecting the anesthetic (use.sofij3-006) -inserting the needle up to the hub and breaks the needle in the patient tissue (use.sofij3-005). Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no quality investigation (no batch, no return samples). Use error/abnormal use cannot be excluded. No root cause could be determined for this incident. Manufacturer's final comments: no quality investigation (no batch, no return samples) use error/abnormal use cannot be excluded. No root cause could be determined for this incident.

Event description:
Spontaneous report, from us. Local reference: #us-septodont-2023017710. Quality reference was opened: #nara.2023.122. This initial serious case report was received on 03-may-2023 from the dentist by the dealer and forwarded to septodont on 04-may-2023 via email. Follow-up #1 was received on 31-may-2023 from the quality department. Amendment (follow-up #2) date 20-feb-2024. All the information was processed together. The report described needle breaking into a young patient's mouth with the suspected device henry schein premium needle 27ga long. No more information regarding the patient was available. On (B)(6) 2023, the needle broke into the patient's mouth while the dentist was using it to numb the patient before a root canal procedure. No specific location of where in the mouth it broke was mentioned by the doctor. Other information of product: henry schein premium needle 27ga long, batch number and expiry date: unknown. It was reported that the patient went to another doctor to get it removed. This case was considered as serious by the company with seriousness criteria "required intervention to prevent permanent impairment/damage (devices)" for pt "embedded device". Manufacturer's preliminary analysis: based on the information available, this case describes needle breaking into a young patient's mouth with suspected device henry schein premium needle 27ga long. It was reported that the patient went to another doctor to get it removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered in this case. Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: following the received information's, the investigation is being difficult to be done since no available batch number and defective samples. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, as no quality investigation has been performed, no root cause could be determined for this incident. Use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Results of the risk assessment: this hazardous situation "cannula breakage during use" is included in the table of risks. This risk may be due to: -excessive pressure or needle movement when injecting the anesthetic (use.sofij3-006) -inserting the needle up to the hub and breaks the needle in the patient tissue (use.sofij3-005). Manufacturer's final comments: no quality investigation (no batch, no return samples). Use error/abnormal use cannot be excluded. No root cause could be determined for this incident.

Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: following the received information's, the investigation is being difficult to be done since no available batch number and defective samples. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, as no quality investigation has been perfomed, no root cause could be determined for this incident. Use error/abnormal use cannot be excluded. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): na. No quality investigation (no batch, no return samples).

Event description:
Spontaneous report, from us. Local reference: # (B)(4). Quality reference was opened: # (B)(4). This initial serious case report was received on 03-may-2023 from the dentist by the dealer and forwarded to septodont on 04-may-2023 via email. Follow-up #1 was received on 31-may-2023 from the quality department. All the information was processed together. Based on the information available, this case describes needle breaking into a young patient's mouth with suspected device henry schein premium needle 27ga long. It was reported that the patient went to another doctor to get it removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered in this case. Manufacturer's preliminary analysis: based on the information available, this case describes needle breaking into a young patient's mouth with suspected device henry schein premium needle 27ga long. It was reported that the patient went to another doctor to get it removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered in this case. Manufacturer's final comments: no quality investigation (no batch, no return samples) use error/abnormal use cannot be excluded. No root cause could be determined for this incident.

Event description:
Spontaneous report, from us. Local reference: #(B)(4). Quality reference was opened: nara.2023.122. This initial serious case report was received on (B)(6) 2023 from the dentist by the dealer and forwarded to septodont on (B)(6) 2023 via email. The report described needle breaking into a young patient's mouth with suspected device henry schein premium needle 27ga long. No more information regarding the patient was available. On 03-may-2023, the needle broke into the patient's mouth while the dentist was using it to numb the patient before a root canal procedure. No specific location of where in the mouth it broke was mentioned by the doctor. Other information of product: batch number and expiry date: unknown. It was reported that the patient went to another doctor to get it removed. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent impairment/damage (devices)" for pt "embedded device". Manufacturer's preliminary analysis: based on the information available, this case describes needle breaking into a young patient's mouth with suspected device henry schein premium needle 27ga long. It was reported that the patient went to another doctor to get it removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered in this case.